Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: as of today (B)(6) 2015, the product associated with the complaint, was not returned for evaluation. Should any product return, the device will be evaluated and the investigation will be updated. Since the product(s) associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. The patient was administered lovenox on (B)(6) 2015. Per product insert - limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected result experienced by the customer on (B)(6) 2015. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Manufacturer narrative:
Corrections: device available for evaluation? Changed to "yes" the monitor returned on 04/16/2015. Device evaluated by manufacturer? Changed to "yes". Investigation/conclusion: changed to: the customer reported a discrepant issue on lot# 358566. However, at the time of the investigation, retains for this lot were no longer available. As a result, lot# 358567 was used for the remainder of the investigation. Lot# 358567 is identical except for the outer packaging and labeling as lot# 358566. The manufacturing records for lots 358567 and 358566 were reviewed and there were no issues with these lots related to this complaint. The lots met release specification. The monitor, which is listed as a concomitant medical produce, associated with the complaint was returned for investigation; however, no unused testing strips were returned. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies. The monitor and strips continue to meet specification and no product deficiencies were observed. The patient was administered lovenox on (B)(6) 2015. Per product insert - limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected result experienced by the customer on (B)(6) 2015. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. (B)(6) 2015 inratio 2.1; lab 1.5 (2-3 hours between testing), the patient was hospitalized with a blood clot, coumadin dosage was increased. (B)(6) 2015 lovenox was administered during hospitalization and discontinued on (B)(6) 2015. (B)(6) 2015 the patient was discharged, inratio 3.7; lab 2.5 (3-4 hours between testing). Therapeutic range 2.5 - 3.5 for the patient. There was no additional information provided.